Event description:
Subsequent information that during a neck procedure, the device did not pace for an extended amount of time. Boston scientific technical services (ts) indicated that the patient should be monitored during the procedure and indicated that magnet application suspends tachy therapy and will not provide asynchronous pacing. It was indicated the device should have been programmed to provide asynchronous pacing with tachy mode off. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an unrelated surgery, it was observed that there was charging and a fault message. Boston scientific technical services (ts) recommended testing the device to ensure it can provide therapy. It was suspected the magnet slipped out of position during the procedure as the patient was in prone position. No adverse patient effects were reported.

Event description:
Subsequent information was received that there was noise, oversensing and an inappropriate shock. Boston scientific technical services (ts) reviewed the available information and confirmed this was a result of electromagnetic interference (emi). No adverse patient effects were reported.